Event description:
The numbers and dashes written on the side of the smart release endoscopic carpal tunnel release blade by the MFR fell off the blade into the pt's surgical site. The surgeon was able to retrieve all of them so there was no harm to the pt.